Event description:
The customer reported the ac power module was broken and would not charge the device. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was broken and would not charge the device. There was no reported patient involvement. The ac power module was not available for evaluation. The customer tested the device with a known good ac power module and tested fine. The ac power module was replaced to resolve the issue.